Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing renal replacement therapy (crrt) with a prismaflex m150 set ckt. During treatment, the nut connected to effluent bag leaked. The leakage was estimated to 5-10 ml. The blood in the extracorporeal circuit was returned to the patient.